Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call that his wife experienced low blood glucose and their insulin pump had received a power error detected alarm. The customer¿s blood glucose level was 50 mg/dl, not yet treated, but states she is going to eat a banana. Troubleshooting was performed for power error detected alarm and noticed a power error detected recurred within a week of troubleshooting previous occurrence. The customer declined to troubleshoot for low blood glucose. Advised the pump will need to be replaced. Recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the insulin pump alarmed power error alarm. The power management tool confirmed power error alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Device was received with partially detached reservoir tube retainer, scratched case, minor scratched lcd window and cracked select button keypad overlay.